Manufacturer narrative:
An investigation was performed using visual and stereo microscopic inspection on the broken plate returned. Process evaluation was also performed based off the lot number provided. The stereo microscope investigation revealed tensile cracks. Further observation determined there were no indications of material or manufacturing defects. A review of the product device history files was performed based on the lot number provided. No discrepancies were found in this investigation. The results of the investigation have concluded that the root cause for breakages was due to mechanical overload on the device.

Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
Plate broke after it was implanted and was removed and replaced.